Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that intermittent t-wave oversensing was observed. The device was reprogrammed and will be monitored. There were no adverse consequences and the patients condition is good.